Event description:
Customer reported their biomedical engineering department determined the set's back check valve failed (under the pressure of a gravity-piggyback-secondary set). The medication that was infusing was potassium chloride. No pt harm was reported. Subsequently, a user facility medwatch report was received that states: "the infusion pump was programmed to infuse at 66 ml per hour. The potassium chloride infused the total amount in 15 minutes. Upon investigation of the biomedical department, the backflow preventer on the primary tubing set was not operating correctly. Approx 6.5 ml of the potassium chloride secondary infusion was delivered to the pt, and the remaining fluid emptied into the primary bag. The original intended procedure was redo mitral valve replacement". No additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was received. Investigation is not complete. A follow up report will be submitted with any relevant info.